Event description:
Reporter alleged obtaining discrepant blood glucose results of 167 mg/dl back-to-back with a result of 64 mg/dl when testing was performed 10 minutes apart on the aviva system. Reporter stated he was experiencing hypoglycemic symptoms during the time of testing and self-treated with fruit and a cookie. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.